Manufacturer narrative:
This is one event (unspecified injury) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-03488; 03489; 03490; 03491; 03492; 03493.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury on or about (B)(6) 2011, a cardiovascular event on (B)(6) 2013, and cardiovascular event on (B)(6) 2013, and subsequently expired after the use of the product.